Event description:
The hosp dialysis unit reported the pt passed out near the end of the dialysis treatment. The treatment time was 3.5 hours and the ultrafiltration target was 1.2 kg. The initial investigation in the center found that in addition to the target ultrafiltration, an additional 0.9 kg of fluid was removed from the pt.